Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an incision that was exacerbated by the lifevest. The patient described the clasps of the garment irritating the incision and causing redness. There was no alleged device malfunction. The patient's physician advised to "pad" under the clasps to prevent irritation. The patient reported the irritation as improved.